Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the insertion broke. It was also reported that there was a 60 minutes delay in surgery. This report is 1 or 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data available. This report is for one dhs/dcs-wrench f/one-step insert-techn. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The visual investigation of the complaint articles has shown that the dhs (dynamic hip screw) wrench (subject device) is broken at the weld into two pieces and the connecting screw is strongly bent at the area which the wrench is broken. Due to the damages at the shaft of the connecting screw it is likely that the article was not used in a straight way, or the wrench was used to unscrew the dhs screw which led to these damages. Please note that the dhs wrench is only for insertion the dhs screw. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The complaint condition was confirmed; however there were no issues during the manufacturing of the subject device that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.